Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of oversensing of noisy signals resulting in pacing inhibition on the rate/sense and shocking channels of the stored egrams.